Manufacturer narrative:
Additional information was received that device malfunction was not suspected.

Event description:
A report was received that the patients leads had migrated. The patient underwent a revision procedure wherein one of the leads was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm the explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients leads had migrated. The patient underwent a revision procedure wherein one of the leads was replaced. The patient was doing well postoperatively.